Event description:
It was reported that prior to use it was noticed that the persist package leaked in start pak with a bd IV start pak w/persist, tegaderm. This occurred with 3 separate IV start paks. The following information was provided by the initial reporter, translated from spanish to english: 3 pieces are stained as the envelope is broken with iodine.

Manufacturer narrative:
H.6. Investigation: bd was able to verify the customer¿s indicated failure mode on the three samples provided but cannot be confirmed to the manufactured process. During the manufacture of this product, the bd persist single package is rounded and inspected 100% for contamination and smears. During the 100% inspection of rounded corners process were found a very small amount of contaminated and smeared persist packages and discarded by our operators. Then these bd persist single packages were packaged along with other components and re-inspected 100% again for any damage and foreign materials. Based on investigation results to date, root cause cannot be determinate. Material 386170 with lot number 8148544 was manufactured on june 29, 2018, with order quantity of 50,400 ea. Persist single rnd corners (y2618aam) lots used were 8116522 and 8150511 for the lot reported and persist single (8006838) lot used was 68506. No qn¿s were found for lots 8116522, 8150511 and 68506 in sap and incoming inspection records.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was noticed that the persist package leaked in start pak with a bd IV start pak w/persist, tegaderm. This occurred with 3 separate IV start paks. The following information was provided by the initial reporter, translated from spanish to english: 3 pieces are stained as the envelope is broken with iodine.